Event description:
This is a cardio vascular x-ray system that is used for pediatric myocardial procedures like stent placement and general diagnostic work ups. The system randomly may go into auto-reboot which can provide no current patient images. This is a very random occurrence. The auto-reboot cycle depending on its formatting can take from 10 to 20 minutes. The site states that this reboot has not occurred during an interventional procedure. There have been no patient injuries.